Event description:
It was reported by the patient's daughter that the patient was experiencing shocks and feeling pain from their right ventricular (rv) lead. It was further reported by the patient's clinic that the right ventricular (rv) lead had dislodged and was explanted and replaced. It was also noted that during the procedure, the right ventricular (rv) lead helix was damaged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent, explant damage. If information is provided in the future, a supplemental report will be issued.